Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number:1627487-2022-06621, 1627487-2022-06622. It was reported the patient was experiencing pain at the ipg site. The leads were unable to be removed from the ipg header. Surgical intervention was undertaken during which the ipg and the leads was explanted, replaced to address the issue.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for felt pain at the place where the product implanted through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.